Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a faulty liquid crystal display was confirmed during evaluation. The cause of the reported condition was determined to be lines on the main display. The main display was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty liquid crystal display; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved, patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.